Manufacturer narrative:
Additional information: the balloon was being used to post-dilate a deployed stent. The device was not pulled back once it was realized it was not fully inflated. The patient was fine following the procedure with no injury or complications reported. Product analysis: the device returned for evaluation. The device returned with balloon in a post inflated state. The device returned with a detachment on the hypotube. Kinks were evident on the hypotube proximal/distal to the detachment site. The detachment site on the hypotube material was oval and jagged. A radial balloon burst was observed on the balloon material with detachment of balloon material and inner lumen which were not returned. The balloon could not be pressurized due to the balloon burst. No other damage evident to the remainder of the device.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a detachment of the balloon material occurred. All the balloon material was removed from the patient. No intervention was needed to remove any of the detached balloon material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora rx balloon catheter, balloon inflation difficulties were encountered and the balloon burst during inflation. It was also reported that it was a struggle to deliver the balloon. A pressure of 12 atm was applied however the balloon failed to reach 12 atm as it kept losing pressure. The balloon was not fully inflating. The balloon ruptured and they were very pre-occupied with flushing the catheter. The lesion being treated was non tortuous, had chronic total occlusion of 100% and was located in the proximal right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.